Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: during investigation, the keypad was undamaged and all buttons responded appropriately to user input. The keypad cover was removed to find no contamination or damage to the button contacts. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit.